Manufacturer narrative:
A ge rep evaluated the system and repaired a broken wire on the collimator. The system operates as intended.

Event description:
The customer reported a collimator iris error. No patient injury was reported.